Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Event description:
It was reported to philips by a customer that the unit had an alarm led failure (ec 1105). Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer had a unit with a check vent led failed with an error code in significate log was 1105. The rse recommended part power switch overlay. The customer stated they are going to order the part and repair the unit. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.